Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer reused infusion set tubing and had one break in half, which resulted in high blood glucose levels and ketones.